Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, linear opening, delamination of valve. A leak test was perform and was found one opening. A microscopic analysis identified: a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening and partial delamination of diaphram flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.